Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information d2b - pro code (product code): fge, lit e1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the dynamic and static fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% stenosed, moderately tortuous and non-calcified. The balloon ruptured upon first inflation at 15 atmospheres for 60 seconds. The device was simply pulled out.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the dynamic and static fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.